Event description:
The customer reported that during a laparoscopic right hemicolectomy the silicon component at the proximal part of the jaws was broken. The insulation was damaged when the device was released from the patient with use of a lubricating agent. The jaws of the device were closed while removing the device. A new device was opened to complete the case. There was no patient harm. Nothing fell into the patient¿s cavity.

Manufacturer narrative:
(B)(4). Date of initial report : 02/02/2015. Date of follow-up report : 02/18/2015. One used lf5544 was received for evaluation. Visual inspection found the clear insulation was damaged. The device sample failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.